Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose level of 60 mg/dl and treated the low blood glucose by drinking mountain dew. The user had no further questions, and the call ended without escalation.